Event description:
Patient, 28 year old with t1d. Hospitalized for abdominal pain n/v(nausea/vomiting). Admitted on (B)(6) 2025. Continued home omnipod 5 aid system during hospitalization. Developed euglycemic dka on (B)(6) 2025 while on omnipod 5 aid system in auto mode. Download and ehr data reviewed. The omnipod 5 aid(automated insulin delivery) system appears to have paused insulin delivery for long stretches while euglycemic with 87% of glucoses in target (70-180mg/dl). On saturday (B)(6) 2025 she received tdd of 2.5 units of insulin (100% basal). On sunday (B)(6) 2025 her aid system continued on auto-pause for the vast majority of the night. She received dexamethasone in the operating room yesterday and glucoses did climb after that, and her pump began delivering insulin. There are no indications of pump malfunction other than the failure of the algorithm to delivery sufficient insulin. No indication of site occlusion. In the 30-days preceding the event, her tdd of insulin was 26.1 (10.6 units basal). Lab work yesterday around 1600 indicative of euglycemic dka with 87% of glucoses within target range; ph 7.28; hco3 13; bhb 5.00. Started on IV insulin under hospital euglycemic dka protocol.